Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the technician in the room twisted the hub on the drain when it separated during a pcn (percutaneous nephrostomy) exchange. The drain had to be replaced to complete the procedure. The were no reported adverse effects to the patient as a result of this product problem.